Event description:
Medtronic received a report that pipeline stent failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured, left ophthalmic segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 3.5 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure showed that the blood vessels were unobstructed. It was reported that once the catheter was in position, the stent, having undergone hydration, was advanced through the catheter to the m1 segment. The catheter was then withdrawn to expose the tip of the stent; however, the stent failed to open. Despite several attempts at retrieval and adjustment, it remained unopened. Following the replacement of the stent for a new one, the procedure wassuccessfully completed. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.